Event description:
Customer reported that the alarm has power but when the magnet clip is detached there is no alarm tone. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the magnet is too weak and the magnet plate is damaged. The other functions on the alarm were tested and are working fine. (B) (4).